Manufacturer narrative:
A complete lead was returned in one piece measuring 64.2 cm. Analysis was completed. Visual inspection found two external insulation abrasions breaching the optim sheath proximal to the suture sleeve tie marks caused by friction to device can. No insulation breach noted. Other damage found was sustained during the surgical procedure.

Event description:
Related manufacturer reference number: 2017865-2021-13086, 2017865-2021-13090. It was reported the patient presented in clinic with endocarditis. The system was explanted and the right ventricular lead was seen to have vegetation. The patient was stable before, during and following procedure.